Event description:
The customer contact reported no flow. An unspecified primary tubing set was being used to deliver an unspecified medication via an unspecified pump. At an unspecified time, the option-lok male adapter of the secondary tubing set was connected to the proximal y-site of the primary tubing set for piggyback delivery of an unspecified antibiotic. After an unspecified length of time, the customer contact reported that the secondary medication did not flow. No specific event details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The lot number of the device that was in use is unk. A device from one of two possible lot numbers (140264w and 140274w) is expected to be returned for investigation. It has not yet been received, this report represents all the info known by the reporter upon query by hospira personnel.